Event description:
It was reported that, dr (B)(6) decided to explore the pts pain in the hip after doing a thr in (B)(6) 2012. Original culture came back negative but the pt was still experiencing pain. Therefore the doctor decided to explore the issue surgically. He removed all components except the stem. Doctor (B)(6) replaced the explants with new implants.

Manufacturer narrative:
The following other hip devices were also listed in this reported. Trident psl ha cluster 54mm, c-taper cocr lfit head 40mm/+5, cat# 06-4005, lot#mljxpt. 6.5 cancellous bone screw 20mm, 6.5 cancellous bone screw 25mm, cat# 2030-6525-1, lot# mlk49m and lot#mlh9a1. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An evaluation of the reported device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information including x-rays and medical records was not made available either. Device history review indicated the devices were manufactured and accepted into final stock with no reported discrepancies. Device history review indicated that there have been no other events for the reported lot ID. Based on the results of the evaluation, insufficient information was received to confirm the reported event or determine a root cause. Should additional information becomes available, the evaluation summary will be submitted in a supplemental report.